Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: worn out video connector latch. Based on the results of the investigation, and since the reported malfunction was not reproduced during the device evaluation, a root cause could not be identified. Based on the results of the investigation, a root cause for the malfunction identified during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a b40 error. The issue was found during an unspecified colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.